Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to elevated metal ions, severe pain and limping.

Manufacturer narrative:
Examination of the returned modular cathcart ball finds nothing outward to suggest product problem. The femoral stem and liner were not returned. No patient x-rays were provided and positioning cannot be commented upon. No medical records or additional investigational inputs were provided. A search of the complaints databases identified no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.